Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) at l4/5 level. During surgery, the cage was found broken after its insertion at the posterior portion. The product broke into fragments and a part of the fragment remained implanted. No patient complications were reported.

Manufacturer narrative:
Image review:submitted images appear to display a portion of the implant broken off, with some visual indication of brittle overload. Product analysis :visual and optical examination of the returned portion of the implant identified rays emanating from the fracture origin, consistent with overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.